Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was noted to be cracked. The customer did not know how it had become cracked. The customer's blood glucose (bg) level was 62 mg/dl. The customer believed that low bg level was due to the cracked screen. Bg level was addressed by drinking juice. Reportedly, the customer would use the pump and an alternate pump for insulin therapy.